Manufacturer narrative:
H10: the customer cancelled service. No further action required. The customer cancelled service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the ventilator was unable to start. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the ventilator was unable to start. Repair is currently pending.

Manufacturer narrative:
E1: (B)(6).